Event description:
Pt feels like being in withdrawals and that their pump was empty." At refill, the hcp reports there was supposed to be medication remaining in the pump, but, when aspirated, the pump was empty. The pump was refilled. "Pt had a wound over port that was red like the port had been tampered with."